Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the representative performed rad gain calibrations on the imaging system and the reported issue could not be reproduced. The imaging system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a spinal fusion, 3d image acquisitions had ring artifacts. It was noted that the site opted to complete the procedure with the imagines. Post operative image acquisitions did not have artifacts. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and manufacture date provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient information provided. If information is provided in the future, a supplemental report will be issued.